Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it. In addition, some of them overlapped, the ligator housing teeth were found bent and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, and some of them overlapped, the ligator housing teeth were found bent and the handle has evidence that the trip wire was secured. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is also possible that once the bands were tried to be released from the suture, the bent on this ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6), 2025. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.